Event description:
The following report was received through a user facility medwatch (B)(4). Wing nut on the tuffier rib spreader broke after being placed in the patient's chest.  The surgeon was unable to remove the retractor from the patient by manipulation only and was required to break one of the patient's ribs in order to remove the retractor.  All of the pieces were successfully retrieved and removed from the field.  The event occurred during a right thoracotomy and bronchoscopy.

Manufacturer narrative:
(B)(4). The sample is available, however the customer will not return the instrument for evaluation. (B)(4).